Manufacturer narrative:
Image review: a photograph was received from the account, showing what appears to be the endeavor resolute 2.5 x 24mm stent. Stent deformation is evident to a section of the mid stent segments, with struts raised and overlapping. The stent deformation can be confirmed as reported by the account. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and non-tortuous mid cx lesion exhibiting 85% stenosis. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was  pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during delivery, but no excessive force was used. It was reported that the stent failed to cross and stent deformation occurred. The procedure was completed using another endeavor resolute. Please note that this device endeavor resolute, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis: kinks were evident along the hypotube. Kinks were evident on the distal shaft 11.8cm and 14.8cm distal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th, 13th and 14th distal stent segments with struts raised. Slight deformation was evident to the distal tip. A 0.015 inch mandrel could not be loaded through the inner lumen due to the presence of hardened blood/residue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.